Manufacturer narrative:
Pursuant to identifying a reportable event involving uno 102 pt lift, liko has performed a retrospective review on similar events to determine reportability. This event has been determined to be reportable.

Event description:
Facility reports that while a resident was being transferred from chair to bed using an uno 102 mobile lift, an incident occurred. When the resident was over the bed, the actuator on the lift broke and the resident fell onto the bed. The resident got hit in the stomach by the sling bar and a sore hand.